Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude, high capture thresholds and possible dislodgement. The product remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).